Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-00901. The manufacturer is unable to determine which lead was involved thus both leads are reported. It was reported the patient underwent an occipital (off-label use) permanent procedure on (B)(6) 2017. After the patient was discharged from the surgery center the patient scratched her scalp and noticed the lead was coming out of the left side of her head. The patient returned to the surgery center and was re-admitted where the lead was cut and the externalized portion of the lead was explanted. The patient is healing and further surgical intervention may be pending to address this issue.